Event description:
Same case as MDR: 2134265-2012-00313. It was reported that during a stenting treatment procedure, a dissection and stent damage occurred. The lesion being treated was located in the proximal left anterior descending artery. The physician aspirated the target lesion then implanted a 2.75x28mm promus element plus stent in the target lesion. Then an nc quantum apex balloon catheter was advanced to the target lesion. Upon advancing the balloon catheter it became hung up on the implanted stent strut, compressing the proximal edge about 4mm. The physician thought the stent many not have been fully apposed. The nc quantum apex balloon catheter was successfully removed and it was noticed that there was a small dissection proximal to the stent that was confirmed by an optical coherent tomography. The dissection was left untreated. No additional patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device codes #1059, #2906, and #2915 relates to component code #515. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).